Manufacturer narrative:
The phaco handpiece was returned and during functional testing, the phaco handpiece exhibited a failure mode related to phacoemulsification performance issues, elevated shell temperature, system message (sm) [tune failed ¿ loose tip] and/or sm [u/s hp failure - handpiece voltage low (short circuit)]. A closed electrical circuit was confirmed using a resistance test box. These findings are consistent with the investigation performed and the root cause is attributed to piezoelectric crystals within the phaco handpiece having a high dissipation factor, causing fusion and/or shorting. Additionally, excessive application of loctite during phaco handpiece assembly was identified as a contributing factor. Manufacturing review confirms that the manufacturer date of this phaco handpiece is in alignment with the scope identified in the internal investigation. Root cause has determined this event is attributed to piezoelectric crystals within the hp having a high dissipation factor, causing fusion and/or shorting. Additionally, excessive application of loctite during hp assembly was identified as a contributing factor. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate.

Manufacturer narrative:
The phaco handpieces were not returned for evaluation. The manufacturing device history record (DHR) of each of the potential handpieces ((serial number (s/n) (B)(6) and s/n (B)(6)) used in the procedure were reviewed. Based on qa assessment, the products met specifications at the time of their respective release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during the third surgical case of the day, the phacoemulsification handpiece did not perform phaco. The handpiece was switched out to complete the case. There was no patient harm.